Manufacturer narrative:
Ref. Mfgr report numbers: 2015691-2017-03875 , 2015691-2017-03878, 2015691-2017-03881, 2015691-2017-03882, 2015691-2017-03883, 2015691-2017-03885, 2015691-2017-04034 , 2015691-2017-04035.

Manufacturer narrative:
This supplemental report is submitted to provide information regarding late submission of the initial report. Due to an internal computer system issue at edwards, duplicate submission numbers were generated for a small number of reports and, as a result, those reports were not accepted by the FDA system. Once the problem was understood by edwards, new regulatory reports were submitted to replace the reports that were not accepted. As time had elapsed between the initial submissions and the replacement submissions, this report was submitted beyond 30 days of awareness.

Manufacturer narrative:
Additional information was requested but was not forthcoming. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the left ventricular perforation is unknown, however may be due to procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: petzina, rainer, et al. "Transaortic transcatheter aortic valve implantation: experience from the kiel study." Interactive cardiovascular and thoracic surgery 24.1 (2016): 55-62.

Event description:
As reported by the edwards affiliate in europe, a journal article titled, " transaortic transcatheter aortic valve implantation: experience from the kiel study " reported that during the tavr procedure one patient had a left ventricular perforation from the guide wire. After the procedure, the patient was converted to open heart surgery, the perforation was secured with sutures without the need for extracorporeal circulation. The postoperative course was uneventful.